Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26oct2018. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The fan rpm was 4480 and the fan filter was noted to be slightly dirty. The customer was instructed to run the unit to see if the error recurs. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device logged an error 1122 (blower temperature high). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02nov2018. Date received by manufacturer: 31oct2018. The customer reported that the device has been in service without any further errors.